Event description:
Information was received from a patient with an implantable pump infusing hydromorphone and ketamine for non-malignant pain. It was reported that the pump was implanted in sept 2024 and since implant the patient was telling the doctor and the physician assistant that there was a lot of swelling over the pump. They were told that the swelling was normal and to wear the belly binder. The patient went to the doctor in january 2025 and the next day 2025-jan-23 had emergency surgery because the swelling was a seroma. They took of all the fluid and packed it with antibiotics. The patient stated since implant the pump/therapy has never covered all of the patient's pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that their pump was a failure. The patient reiterated that they never had relief from their pump, their pump got infected and they developed a seroma over the site. The patient stated that eventually the healthcare provider (hcp) drained, operated, and cleaned it up.